Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 8 mg/ml at 0.5 mg/day, unknown morphine 8 mg/ml at 0.5 mg/day and unknown baclofen 500 mcg/ml at 31.25 mcg/day via an implanted pump for spinal pain. It was reported the catheter slipped out of the intrathecal space so a new 8782 was added on the date of this report during the catheter revision. It was noted the doctor chose not to cut any length off of the 8782. The issue was noticed about ¿a month ago¿ and the revision of the intrathecal end was done on the date of this report to resolve. The new intrathecal end would be primed at 0.19 mls over 12 minutes. The event date was (B)(6) 2019 (year valid) and patient symptoms were not reported. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that no weight was made available at the time of the event. Per the doctor, an x-ray was done about a week before this catheter revision surgery on (B)(6) 2020 as below, showed catheter had slipped out of intrathecal space and this was confirmed upon opening back incision on (B)(6) 2020. Per the doctor, there were no factors that contributed to this event. Upon opening back incision, there was not an anchor, he did not use an anchor when this catheter was initially placed. The doctor could not determine a cause but did use the anchor this time when putting in the new 8782 catheter. The event is resolved at this time due to catheter revision surgery. There were no further complications reported/anticipated.